Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the air pressure solenoid (psol) valve. The unit passed extended self-testing.

Event description:
Report received that, during patient use, the ventilator alarmed and the patient was removed from the ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.